Event description:
It was reported that post-implant of a laparoscopic adjustable band, the patient, is part of a clinical study, presented with lack of restriction. The surgeon kept filling the band but the patient did not have restriction. The surgeon attempted to aspirate fluid, but no fluid was aspirated. An exploratory lap was scheduled on (B)(6) 2010 and band tubing was observed to be disconnected from the port. The port was replaced.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The velocity port and the locking connector were returned for analysis. The port was returned covered by biological tissues. The hooks were deployed and actuator ring was on locked position. The locking connector was correctly locked. Sixteen punctures were observed on the septum. The locking connector was disconnected from the port with difficulty due to excessive presence of biological tissues. The septum retainer (connection tube housing) and the locking connector were measured and were within specifications. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the complaint.